Manufacturer narrative:
Additional information was received that the first valve was implanted in a high. Subsequently as second valve was implanted valve-in-valve with no harm to the patient. No additional adverse patient effects were reported. B5-updated event description. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was not returned to medtronic for analysis. The valve remains in the patient. Review summary of the returned cine clips (one movie and one photo) confirming two valve systems are used. One valve system is ¿parked¿ in the ascending aorta and the second system is in the annulus. There are no valve load checks for this event. There were no images received which enabled a determination of a root cause of the inaccurate delivery. Various factors can affect valve positioning/inaccurate delivery, such as patient anatomy or physician experience, and the cause of the high placement could not be determined with the limited information available and a relationship to the dcs could not be established. A device history review (DHR) for the valve is not required as the event does not indicate a potential manufacturing issue. A DHR review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review for the dcs did not show any findings related to this event. This event does not indicate device misuse or malfunction. H6-updated eval method, eval result, eval conclusion and health impact codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 28-jan-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the implant position of the valve was inadequate. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.